Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 50-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "on the left side, I think the implant does a little too accentuated curvature" on (B)(6)2017. On (B)(6)2007, the patient had essure inserted. On (B)(6)2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia"), dysmenorrhoea ("menstrual pain") and general symptom ("non-gynecological symptoms"), 9 years 7 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menometrorrhagia, dysmenorrhoea and general symptom outcome was unknown. The reporter considered dysmenorrhoea, general symptom, menometrorrhagia and pelvic pain to be related to essure. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6)2019: the case will be deleted from bayer pv database. Nullification reason: during a cluster reconciliation, and following confirmation from the local health authorities, this case was identified as a duplicate of case (B)(4). No lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "on the left side, I think the implant does a little too accentuated curvature" on (B)(6) 2017. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia"), dysmenorrhoea ("menstrual pain") and adverse event ("non-gynecological symptoms"), 9 years 7 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menometrorrhagia, dysmenorrhoea and adverse event outcome was unknown. The reporter considered adverse event, dysmenorrhoea, menometrorrhagia and pelvic pain to be related to essure. Further company follow-up with the lawyer is not possible. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.